Event description:
A malfunction code, malf 16, was reported, indicating that the customer's pump issued a non-resettable alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to place the pump into storage mode before returning it and acknowledged the instructions provided. Technical support confirmed the shipping address and sent a replacement pump. The customer opted to use multiple daily injections (mdi) as a backup therapy and was instructed to return the faulty pump to tandem using the provided return box and pre-paid label within 10 days, with all instructions understood and acknowledged.